Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of the surgical lights ¿ hled. It was reported that a spring arm cover fell off and hit a patient during surgery. No injuries were reported for the patient or medical staff and no medical intervention was required as a result of the incident. However, we decided to report the issue out of an abundance of caution, as any parts falling into the sterile field or during a procedure may cause serious injury. Root cause analysis was performed by a subject matter expert at the manufacturer¿s. According to the analysis, the incident was caused by inappropriate use of the device. The operating manual provides instructions to pre-position the arms prior to use in order to prevent damage. In addition, users are instructed to pay attention to any cracks in the plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of the surgical lights ¿ hled. It was reported that a spring arm cover fell off and hit a patient during surgery. No injuries were reported for the patient or medical staff and no medical intervention was required as a result of the incident. However, we decided to report the issue out of an abundance of caution, as any parts falling into the sterile field or during a procedure may cause serious injury.